Event description:
Caller reported a cartridge alarm, but it did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms occurred, leading to the decision to replace the pump. Customer planned to use multiple daily injections as backup therapy.